Manufacturer narrative:
On (B)(6) 2014, a medtronic representative went to the site to test the equipment. The reported alarm was confirmed when attempting a 3d spin. Also, a message appeared on the mobile view station (mvs), indicating that a generator overload error had occurred. An x-ray tube was ordered. On (B)(6) 2014, the medtronic representative went back to the site and installed a new x-ray tube per tb12-031. The mvs error message was resolved by re-booting the system and changing power sources. The imaging system then passed the system checkout and was found to be fully functional. The x-ray tube (a132 b100t) was returned to the manufacturer for analysis, and an electrical failure mode was confirmed during testing. The anode plate was burnt up and, when installed in the system, the tube got hot; could not take 2d or 3d images. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the use of the o-arm imaging system was aborted. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that a loud alarm from the imaging system was heard when attempting to take a spin. The system was not able to take spins. No patient was present when this event occurred, so no patient demographics are applicable.